Event description:
It was reported that there was an alert on the right ventricular (rv) lead. One high pace/sense impedance measurement was noted on the transmission. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Maximum rv pace impedance rises from 384 ohms the week ending 04 apr 2014 to greater than 2200 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The lead segments were thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high pace/sense impedance described in the event. There were no anomalies observed. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage.